Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with transvaginal hysterectomy, posterior repair due to transvaginal hysterectomy, posterior repair. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, organ perforation, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh correction on (B)(6) 2012 due to painful urination and voiding dysfunction. It was also reported that patient underwent revision/removal of transvaginal hysterectomy parts and anterior colporrhaphy on (B)(6) 2012 due to erosion through and through anterior colporrhaphy.